Event description:
It was reported that a patient underwent a coronary procedure and a proglide device was attempted to perform arteriotomy closure of an unspecified vessel. It was indicated that the proglide catheter broke. The method of how hemostasis was achieved was not provided. There was no reported adverse patient sequela. The operator of the device and training status were not provided. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. The catheter/guide breaking as reported can be influenced by, but is not limited to manufacturing, user technique and patient anatomical conditions. During manufacturing all devices undergo multiple sheath, foot and guide inspections, including but not limited to, inspections for breakage, deformation, fit, gaps, and separation. In addition, a sample of devices from each lot are functionally deployed and destructively tested as part of lot release testing. The complaint information did not report any user technique or any patient condition that may have affected the device performance. Based on the reported information and the manufacturing inspection criteria, a definitive cause for the reported proglide catheter breaking could not be determined. Review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and revealed no similar incidents for this lot.